Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative. It was reported that after her initial implant, patient needed to have her surgery again to fix placement of battery because it was uncomfortable and ¿sticking out¿. Patient indicated she did not want to go back to same implanting surgeon. Event date was unknown. No further complications were reported/anticipated.